Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported experiencing blood glucose (bg) levels from 3 to 19 mmol/l; the patient reported that with low bgs she was shaky, hungry, and felt terrible and with high bg she was nauseous, had increased thirst and urination, headache, and positive for small ketones. Customer support reviewed the pump with the patient. The patient stated that one of the I:c ratios was not set correctly; the patient reported that the health care provider changed it recently from 1u: 7g to 1u: 6g. The patient confirmed that all other pump settings were correct. The patient reported that the infusion set tubing had recurring white spots appearing but no issues with occlusions. The patient reported that bgs varied significantly with exercise which the patient stated she did earlier in the day. The patient also reported being given interferon which may also affect blood glucose levels. This report is made based on the allegation that the patient experienced symptomatic erratic blood glucose while using insulin pump therapy.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no pump history from the time of the event due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.